Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached close to the site location while the patient was sleeping at home. The site location was at right side of patient's abdomen and the pump was located on the left side of the belt. The infusion had been in use for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.